Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "¿bacterial conjunctivitis", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volbella¿ with lidocaine in the ¿dark circles.¿ patient presented 24 hours later with ¿acute bacterial conjunctivitis", not related to the device. Initially, hcp suspected a lacrimal canal obstruction but the event improved with antibiotics. Seventy two hours later, patient had symptoms compatible with ¿paroxysmal edema.¿